Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12347. It was reported the pt had unintended stimulation and had pain at the ipg site which increased when stimulation is on. Reportedly the physician planned surgical intervention to replace the ipg and reposition the lead.

Manufacturer narrative:
Correction/removal report number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.